Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with peripheral infiltrate extending 5-9 o''clock following the flap with mild diffuse lamellar keratitis (dlk) inferior in the left eye (os) post treatment. Micro straie was also noted in the right eye (od) and patient is to continue with preventative medicine in both eyes (ou) by using polytrim every two hours until follow up visit. It was stated that the patient had no loss of best corrected visual acuity (bcva), however the pre and post operative measurement table noted that there was loss of bcva. The patient complained of foreign body sensation (fbs), blurry vision and irritation in the os and was frustrated with vision. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2019: right eye pre-op 20/20 -7.50 x -1.00 x 175, left eye pre-op 20/20 -7.00 x -1.00 x 8. Bcva from (B)(6) 2019: right eye post-op 20/30 -.75 x -.75 x 170, left eye post-op 20/25 .00 x -1.25 x 160.